Manufacturer narrative:
This is the same event as 3010536692-2015-0173.

Event description:
Allegedly, patient was revised due to mom complications: difficulty ambulating; elevated levels of metals:-right.